Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: stress of repeated use, external factors, or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported light guide cover glue peeling and probe unit is chipped. However; it is not affecting function. It was also noticed the distal sheath adhesive is cracked, the insertion tube is discolored, the angulation is out of specification, and the control knob was observed having play. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus asset, evis lucera gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that distal sheath adhesive peeling. This report is being submitted for the event found during evaluation. There was no patient involvement.